Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 427mg/dl to over 600mg/dl and a battery low alarm. Customer treated with a bolus. Customer indicated that the pump does not send information to the pump. Customer declined to troubleshoot further.